Event description:
On 30-mar-2022 an: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient's infusion set's tubing had detached close to site while sleeping. The infusions were stored in the refrigerator. Moreover, they were unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient's infusion set's tubing had detached close to site while sleeping. The infusions were stored in the refrigerator. Moreover, they were unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.